Event description:
It was reported that the caregiver (cg) forgot to connect the home patient (hp) prior to initiating the therapy. Once the therapy was started, the cg realized that the patient was not connected. As a result, the cg quickly connected the hp to the homechoice (hc). However, the cg does not think that the hp was able to receive the entire fill needed. The technical service representative (tsr) explained that the hp should be connected to the hc after the lines have been checked to see if the fluid is all the way to the top and the hc reads check patient line/connect yourself. The tsr explained to the cg that the supplies have been compromised and the cg will need to end the therapy. The tsr advised the cg to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is report for use error - failed to follow therapy steps, where the patient connected to the patient line at an incorrect step during therapy. The instructions listed in the patient at home guide for the homechoice device provides step by step instructions for properly priming the set before therapy. The guide advises patients to not connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. In the guide it states "connect yourself only when connect yourself appears on the display screen. Connecting yourself before connect yourself appears can cause air to be delivered to your peritoneal cavity." Sequentially, priming comes before connect yourself in the prepare for therapy chapter. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a supplemental report will be submitted.